Manufacturer narrative:
Conclusion: potential factors that can influence a dislodged valve/positioning difficulties include tension applied on the delivery catheter system during positioning, calcification levels in the native vessel and the compliance of the aorta and native vessels. A conclusive cause of the dislodgement/positioning difficulties could not be determined from the limited information available. (B)(4).

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged out of the annulus at 2/3 deployment. An attempt to retrieve the partially deployed valve into the introducer sheath was unsuccessful, as the valve caught on severe calcification in the aortic arch. The valve was deployed in the aortic arch, and a second valve was implanted in the annulus. No adverse patient effects were reported.